Manufacturer narrative:
Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the bib¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the bib¿ system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had blue urine. "Doctor did x rays and found bib deflated. Bib was implanted filled with 600cc, when explanted 250cc were found missing from bib. Bib after explant resulted broken/damaged along valve circumference."

Manufacturer narrative:
Supplement #1: device evaluation summary: the device was returned to apollo for analysis, and visual examination noted the balloon shell was discolored, as it was green in appearance. Blue particles and trace amounts of blue fluid were noted on the inner surface of the balloon shell. A sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from two openings on the anterior of the device. Under microscopic analysis, both openings were observed to have striated edges, consistent with surgical damage and device removal activities. Black particles were observed on the inner surface of the valve channel.